Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a rotational atherectomy procedure, the burr became stuck on the guide wire. The 90% stenosed target lesion was located in the calcified and severely tortuous proximal left circumflex artery. The tip of the rotawire guide wire was noted to be kinked prior to being advanced. The rotawire guide wire was advanced to the lesion; however, the burr become stuck on the rotawire guide wire. The burr and the rotawire guide wire was removed as a single unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is okay. However, returned device analysis revealed that the core wire was fractured.

Manufacturer narrative:
(B)(4). The device was returned for analysis. An examination of the returned device found the core wire fractured at 328.6cm, approx. From the proximal end and kinked at the mid section. All outer diameter measurement that could be measured are within specification. The fractured section was sent to mtac lab for fracture analysis. The fracture exhibited evidence of the action of two opposite forces with a shaved appearance. No material anomalies were found. The guide wire separation occurred due to mechanical cut. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.